Event description:
It was reported that the patient experienced post-op loosening of the screw at c3 rt. Contact confirmed that the patient was non-compliant post-op which was the primary contributor to the need for revision. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
Contact reported that the patient was non-compliant post-op which is believed to be the primary contributor to construct loosening and the need for revision. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.